Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on black screen and had clicking sound when tried to start up. A field service engineer (fse) replaced main half height cubie drawer 4-1 and 4-2 drawer controller and drawer interface board to resolve the issue. The fse also performed medstation enterprise server (es) drawer configuration, ran medstation es hardware test application software diagnostic and the customer performed multiple drawer inventories successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black and there was a clicking sound when trying to start up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.